Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) unit fails safety disk check. There was no patient involvement.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit fails safety disk check.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6), a supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Fse that encountered the issue replaced the safety disk. The fse then performed full functional and safety checks to factory specifications. Investigation was performed by technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received safety disk with a reported unit failure of a failed safety disk check. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part into cs300 test fixture and tested the part to factory specifications per the cs300 service manual. This part passed the safety disk leak check. Fat could not verify the reported issue. Retaining the part in the failure analysis and testing department per procedure.